Manufacturer narrative:
The manufacturer is reporting the following complaint after a voluntary review of all complaints (reportable or not) since 2016. This report is being filed now, after being scrutinized under a newly revised risk matrix, recently adopted after inspection. Upon inspection of the device, cardioquip identified the heaters to be the compromised component that melted the heater chamber bushings causing the odor. The components were replaced, and the device passed final inspection and is fully functional.

Event description:
Customer reports that the unit has a burning smell while running that is likely coming from the main pump.

Manufacturer narrative:
Further review determined that this is a non-reportable event.

Event description:
Customer reports that the unit has a burning smell while running that is likely coming from the main pump.